Manufacturer narrative:
Initial MDR 2432235-2017-00228 was filed on march 28, 2017. Corrected information (03/29/2017): the customer contacted the siemens customer care center (ccc) to report the discordant glucose, alkaline phosphatase, carbon dioxide, total protein and urea nitrogen results. The quality control (qc) was in range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced dilution pipetting probe (dpp) clot detect sensor and dilution probe wash pump (dcp). The cause of the discordant glucose, alkaline phosphatase, carbon dioxide, total protein and urea nitrogen results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the event.

Event description:
Discordant, falsely depressed glucose, alkaline phosphatase, carbon dioxide, total protein and urea nitrogen results were obtained on a patient sample on an advia chemistry xpt instrument. It is unknown if the initial results were reported out to the physician(s). The customer repeated the same sample on the same advia chemistry xpt instrument, resulting higher. The repeat results were released to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose, alkaline phosphatase, carbon dioxide, total protein and urea nitrogen results.